Manufacturer narrative:
A physical damage was noted on the rinse tubing that was previously changed and had become pinched due to the placement. The field service engineer visited the customer's site and found a misaligned rinse nozzle on the rinse assembly. The rinse tubing issue has been monitored and a customer bulletin tp-01893 was issued on 18-jul-2023 stating the following: roche reviews telemetry uploads for connected modules and adjust maintenance frequency accordingly to help maximize reliability. Roche has identified the potential for rinse unit tubing damage or misaligned nozzles from repeated handling of the rinse unit arm while performing maintenance on the cobas c 501/502 analyzers. The root cause of the event was consistent with a maintenance issue (misaligned rinse nozzle on the rinse assembly). The customer was advised to follow the guidance in customer bulletin tp-01893.

Event description:
We received an allegation about discrepant results for 5 patients' samples tested with chloride (cl) and sodium (na) tests on a cobas 6000 c501 analyzer when compared to a different cobas 6000 c501 analyzer. Discrepant results for 1 patient's sample tested with cl and 1 patient's sample tested with na were provided. Sample 1 (patient 1) was tested for cl: initial result: 79 mmol/l. Repeat result: 102 mmol/l (tested on another c501). Sample 2 (patient 2) was tested for na: initial result: 129 mmol/l. Repeat result: 138 mmol/l (tested on another c501). The questionable results were reported outside the laboratory. The questionable low results prompted the rerun of the samples. The samples were repeated. The repeat results were deemed to be correct. Allegedly, an amended report with the correct results was issued.

Manufacturer narrative:
The customer reported the event through the FDA's medwatch program. The medwatch reports were with reference numbers of mw5146485 and mw5146486. The cl and na reagents' lot numbers and expiration dates were not provided. Qc was performed and it was acceptable. The customer alleged that some of the rinse tubing that was previously changed had become pinched due to the placement. The investigation is ongoing.